Event description:
It was reported that catheter was placed without difficulties but it was impossible to retrieve guidewire through inner lumen. Iab was removed and during removal catheter got stuck in sheath. A new iab was placed without problems. No associated pt complications reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.